Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the tip cover and tip nozzle to have foreign matter. Additional findings were as follows: due to wearing of the angle wire, bending angle in the up direction did not meet the standard value; due to the wearing of the angle wire, the play of up/down knob was out of the standard value; bending section cover had discoloration; the adhesive on bending section cover had a crack; the adhesive on the bending section cover had a white-clouded area; the objective lens had a crack; the adhesive around the objective lens was peeled; light guide (lg) lens had a crack; the adhesive around the lg lens was peeled; the connecting tube had a scratch and discoloration; the electrical connector had corrosion due to water leakage; the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water flow issues. The device was returned for evaluation. During the device evaluation, the tip of the nozzle and cover had foreign matter in it. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle at the distal end and foreign material on the c-cover at the distal end could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.